Manufacturer narrative:
D6b explant date updated.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Lysis solution was given through purge for the pp alarm. The pump is still implanted not sure of removal plan at this time.

Event description:
An impella 5.5 device was inserted into a 56-year-old male patient via right axillary¿subclavian access for hemodynamic support. The patient presented with acute myocardial infarction and cardiogenic shock and was classified as society for cardiovascular angiography and interventions shock stage e. The patient was receiving inotropic therapy, vasopressors, and respiratory support via mechanical ventilation. During support, nursing staff reported that plasma free hemoglobin levels decreased from 10 to 3.5 compared to the previous night. The cassette was replaced without resolution. The registered nurse stated she would reach out to a second provider to discuss further management, including consideration of tissue plasminogen activator therapy. Subsequent clinical findings included concentrated amber urine output, worsening renal function, and progression to renal failure requiring dialysis. The patient experienced hemolysis, renal failure, and required an additional device. Comprehensive review suggests the hemolysis and renal failure were more likely attributable to the patient¿s underlying cardiogenic shock, acute myocardial infarction, severe hemodynamic instability, and critical illness. No evidence was identified to suggest a causal relationship between the impella 5.5 device and the reported events.

Manufacturer narrative:
Correction b1 product problem and h6 health effect - clinical code e0303 was inadvertently omitted on the initial manufacturer device report. B5 was amended from the initial manufacturer device report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a decrease in purge pressure. The cassette was replaced with no resolution. The patient also experienced hematuria and renal failure. The patient was put on dialysis.

Manufacturer narrative:
H6: hemolysis code e0303 has been omitted. Investigation summary- the cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure could not be determined as no product and insufficient data logs were returned for evaluation.

Manufacturer narrative:
B3: corrected the date of event